Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in attempt to crush a stone. However, the basket failed to crush the stone. Moreover, the thumb ring bent as they continue to attempt to crush the stone and the tip failed to detach. A hurricane rx biliary balloon dilatation catheter was inserted to cannulate the bile duct and dilate the orifice to remove the basket with stone out of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.